Manufacturer narrative:
The report event of auto-reducing/high impedance was not confirmed. As returned, return lead extension was complete without any anomaly. It also passed all electrical testing. No root cause was identified for reported.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14348. It was reported that the patient's extensions were exhibiting varying impedances. Reportedly, the patient experienced multiple falls a week prior to the event. Surgical intervention is anticipated.

Event description:
It was reported that the patient's extensions were explanted and replaced. Therapy was restored following the procedure.